Event description:
It was reported that an ilet device developed a cracked screen, became unresponsive to touch, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and continued glucose monitoring with the user¿s cgm as normal. Investigation included customer interview, troubleshooting and education, and initiation of device replacement logistics. Investigation of this case revealed a confirmed device malfunction related to the display/touchscreen component resulting in loss of user interface responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device leading to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.